Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was seen for follow up after two syncopal episodes. The long term histogram showed rates below the lower rate. All measurements at follow up were good. The device is still in use. No further patient complications have been reported as a result of this event.